Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 6 mm spider device was used in a procedure to treat a severely calcified 60 mm lesion in the left proximal sfa (90% stenosis). The lesion measured 6 mm in diameter by 60 mm in length and was severely tortuous. The device was prepped as per the IFU with no issues identified. The procedure used a 6fr non medtronic sheath. The vessel was not pre dilated but was post dilated. The lesion was treated with a hawkone device and a 6x40x130 inpact admiral drug coated balloon. During the removal of the spider the basket snapped off. The basket was full and could not be received into the retrieval catheter or the 6 fr sheath. The doctor used a non-medtronic 0.035" wire to maintain wire access. The physician then tried to remove the spider and the 6 fr sheath. It was reported the basket got caught and the wire snapped. The filter was retrieved with a small cut down. The patient is reported to be doing well.